Manufacturer narrative:
Literature title: stent accordion phenomenon visualized with optical coherence tomography authors: lucky r. Cuenza, khung keong yeo. Publication title: cardiovascular diagnosis and therapy literature reference: http://dx.doi.org/10.21037/cdt.2017.09.04 year: 2017 issue: 6 com = stent (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Coronary angiogram showed two vessel disease in the lad and rca. The lad was stented successfully. Pci was performed with two overlapping drug eluting stents. A non-mdt stent was implanted in the rca and resolute onyx was implanted in the ostial proximal segment. After post dilatation using a non-compliant balloon, there was a stenotic segment at the ostial area where the resolute onyxd was implanted. Optical coherence tomography showed longitudinal deformation/compressionof the ostial rca stent. Some of the proximal stent struts were all apposed but is visualised alongside distorted and crumpled malapposed stent struts. The deformed portionof the ostial rca was stented further with a non-mdt drug eluting stent.